Manufacturer narrative:
The serial number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that during preparation for a biopsy the device fired by itself. This issue was discovered prior to use with a pt. No report of pt involvement or report of user injury.